Event description:
The customer called with a question regarding the predictive use of the architect total (B)(6) assay in regards to one patient who three weeks after her last menstrual period (lmp) generated a negative architect result with a scan indicating that she was in the early stages of pregnancy. The (B)(4) reviewed the assay package insert with the customer that states: between weeks 1-10 lmp ranges between <1.20 to > 225,000 miu/ml. The (B)(4) discussed with the customer that a negative result (<5 miu/ml) is within the expected range. The package insert also states: for diagnostic purposes, (B)(6) results should always be used in conjunction with other data; e.g., patient's medical history, symptoms, results of other tests, clinical impressions, etc. Ectopic pregnancy cannot be distinguished from normal pregnancy by (B)(6) measurements alone. The results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. The customer agreed and is alleging no deficiency with the product or the result. However, the customer is questioning why the reference range is so wide. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, (B)(4) that has a similar product distributed in the us, (B)(4).an investigation is in process. A follow-up report will be submitted when the investigation is complete.